Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to intermittent high shock impedance out of range. No additional adverse patient effects were reported.